Event description:
After approx 4.5 years of implantation, the device involved in this MDR report was found in standby mode. It could have been re-initialized with the standard programmer; however, it switched again to standby mode (vvi pacing mode). Therefore the device was explanted.

Manufacturer narrative:
(B)(4), 2009. This event concerns a device that was manufactured and used outside the united states. The device analysis is pending.